Event description:
Boston scientific received info that three days post implant, this lead was found to have dislodged. As a result, the lead was explanted and successfully replaced. To date, no adverse pt effects have been reported.